Event description:
Patient was found unresponsive after ventilator circuit "popped" off his trach tube. No alarms were reported. Patient was unconscious with no cardiac arrest. Pt. Was manually ventilated and trnsferred to icudevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electric problem - short circuit. Conclusion: invalid data, device failure related to patient condition, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.